Event description:
It was reported that the patient had a second cuff added to his implanted artificial urinary sphincter (aus) due to recurring incontinence. The physician states that he scoped the patient and sees good coaptation of the urethra with the device but patient is still leaking somewhat. The physician decided to place a second cuff during today's procedure, which occurred. The patient is excepted to fully recover.